Event description:
It was reported that after the implant the device was showing impedance readings of > 10,000 ohms on electrodes 7 through 15. The patient had limited to no right sided coverage. The device was reprogrammed to a high density setting to see if that helped. The patient had fallen recently. The dates of the fall were unknown. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3708160, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial # (B)(6), implanted: (B)(6) 2008, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).